Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received a critical pump error, and the pump was exposed to water. The blood glucose value at the time of the event was 402 mg/dl. The event involved product(s) mmt-1880l. Troubleshooting was performed for the critical pump error, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for fluid in the pump, and the customer stated that no visible fluid was in the pump. Troubleshooting was not performed for hyperglycemia, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm (variable= 15)(file ID= 2017, line ID= 147) on (B)(6) 2025, first at 14:31:00.000 second and third at 14:31:13.000. Pump was cut open and no moisture damage on the electronic assembly, motor assembly, keypad assembly, battery tube, internal battery, vibrator and force sensor during the visual inspection. The test p-cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm confirmed, problem isolated to the electronic assembly. Unable to verify customer alleged for high bg. Pump expose to moisture damage not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.